Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The reporter states that the handle turned off during a lap partial gastrectomy procedure. The battery was replaced by a new battery and the device worked fine. There was no impact to patient.